Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform functional test including basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test, self-test and displacement test due to motor error alarm. The insulin pump was received with slightly loose drive support disk, cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose at time of incident was 98 mg/dl. The customer pump was exposed to high magnetic. The customer was advised to change complete set and ask to deliver 5 units via fill cannula again motor error. The customer received motor error 20 times within the last 30 days. The customer received motor position encoder error in alarm history. The customer stated the drive support cap appears normal. Customer didn't press the cap while connected. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.